Event description:
It was reported that a continuous glucose monitoring error occurred on sensor and pump displayed error code 42. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received instructions for complete pump reset, performed pump reset with guidance, and pump no longer displayed error after reset.